Manufacturer narrative:
Updated item and lot#.

Manufacturer narrative:
This is the same event as 3010536692-2015-01920, -01921. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to liner disassociation and wear through shell.